Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that she accidently gave the customer too much insulin to treat his blood glucose. The customer's blood glucose reading at the time of the report was 127 mg/dl. The customer's wife stated that she had called paramedics to treat the customer. Nothing further was reported.